Manufacturer narrative:
Our initial investigation was able to confirm the reported event based on analysis of the software logs . Further analysis of the software logs revealed that the data produced from the ge MRI was corrupted before it was received and processed by the software. The software did not detect the data corruption during the case. The investigation conclusions were realized in april 2016 warranting this report.

Event description:
During a tumor ablation procedure, three probes were inserted for three planned trajectories. Cooling was initiated on the first probe. The software did not reflect temperature change during cooling or heating. This sequence was attempted using other probes. The system was restarted. However, the error persisted. No adverse events were reported.